Event description:
The technician alleged the brake caster would set but swivel if the bed was pushed. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.